Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by uneven wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has implemented process enhancements intended to further minimize the potential for this type of incident to occur.

Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: information received via email from sales representative on 05 dec 2017: bariatric patient, who was approx (B)(6) kg. Trocar is inserted into abdomen and the procedure started. Half was through the procedure, the scope was taken out to clean. When scope was inserted back into the trocar, miss [name] noticed that the trocar has cracked and tissue was coming through. Miss [name] decided to continue with this trocar as it would be difficult to insert another one. The case was completed with the affected trocar. Patient status: did a patient injury or illness occur associated with the complaint event? No patient was fine. No medical or surgical intervention was needed.